Manufacturer narrative:
The t:slim g4 cartridge user guide cautions the user to make sure that insulin is at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of cold insulin. There was no impact to the customer's blood glucose level. The customer declined to perform troubleshooting and confirmed that the insulin gauge would continue to be monitored.